Manufacturer narrative:
Based on available information, the fse visited the customer site, evaluated the device, and determined that the device displayed error 7:38, indicating a problem with the pca sound board. The fse informed that it was necessary to replace the dfm100 som pca assy, but it was not installed because the source of the problem was identified as the capacitor. The fse replaced the discharge capacitor, and an operational test was carried out successfully. The device operated in accordance with the manufacturer's specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective capacitor. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the discharge capacitor, and an operational test was carried out successfully. The device operated in accordance with the manufacturer's specifications. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that it displays a failure in the charge application test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.